Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Received left knee pain relief for several months before knee pain returned [device ineffective]. Left knee pain returned - worse [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6), with a medical history of osteoarthritis. The pt had no previous treatment with synvisc one. The pt was administered synvisc-one on an unk date in (B)(6) 2010. The pt stated that she received left knee pain relief for several months before the knee pain returned and the pain was worse than it was prior to synvisc-one treatment. The pt reported that had left total knee replacement on an unk date in (B)(6) 2010. At the time of this report, the outcomes of the reported events were unk. The synvisc-one lot number was unk. No further info was provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.